Event description:
It was reported that the pump shut off unexpectedly, that the battery gauge was fluctuating, that out of range issues occurred between the transmitter and pump, that the insulin gauge was inaccurate, and that the pump touch screen unresponsive. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.